Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that they experienced high blood glucose level of 459 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 400 mg/dl. Customer blood glucose reading at the time of the incident was 459 mg/dl. Customer high blood glucose reading started on (B)(6)2017. Customer treated their high blood glucose with their insulin pump. Customer was urinating a lot. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer drive support was normal. Customer infusion set was changed on (B)(6)2017. Customer did not mention if the cannula was bent. Customer did not mention the insulin pump setting. Customer declined to check for air bubbles and leaks. Customer did not have clamp to troubleshoot for high pressure test. Customer declined to check for insulin pump setting. Insulin pump will not be returning for analysis.